Event description:
Pt underwent four surgeries in less than three years for penile prosthetic devices. The fourth device works. The first device malfunctioned almost immediately and the second and third devices did not work at all. The first device was placed in 2007 and pt struggled to get it working without success. Pt sought consultation and assessment from a second urologist in 2008 who confirmed that the first device was not working and he replaced it two times in 2009 and concluded that the second and third devices were not working properly either. Pt sought a third urologist who replaced the third penile implant with a fourth device in 2010 and it works. The second and third surgeries were done only four months apart. We have medical records in our possession that confirms everything written herein. Even though it appears to us that your meaning of serious adverse reactions are death or illness, this pt with the grace of god survived the four surgeries in his poor health condition with a weak heart - pumping at 55%-, hypertension, diabetes and prior history of open-heart surgery. The test of our love for each other was challenged greatly. Each device came from the same company and a request for restitution has been denied by the company making them. We have suffered great anguish and because of pt's health condition, he was placed in a very high risk position each time he underwent surgery. There were infections to deal with also. He and his wife of 27 years are very displeased with how this whole situation has been dealt with, which is the reason for our notification to FDA. The company that made the products informed the pt that the company is covered by a federal preemption law and would not grant our recovery request based on this law. We have been in contact with the company on numerous occasions dating as far back as 2008 without any satisfaction. We obtained the assistance of an attorney who researched all medical records and prepared a letter requesting recovery. It is through the response to the attorney that we learned of the company's position basing it on a "federal preemption law." We are hoping that you can assist us in this matter. Dates of use: #1 - (B)(6) 2007 - (B)(6) 2008. #2 - (B)(6) 2009. Diagnosis or reason for use: impotence. Ams ultrex, ams 700 ultrex and ams 700 cx - fourth device - working out of four surgeries/four devices in less than three years of surgery.